Event description:
Pt experienced headaches and upset stomach after possible lapse of sq remodulin infusion from "blockage". Pt remixed with new tubing and pump working fine now. Was using pump (B)(4). Second pump (B)(4) stopped working and pt stated, it said, needs service, was not in use at the time. Pt requested both pump be replaced, shipping, replacement and return box. It was unknown if the reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.